Event description:
Philips rec'd feedback from a customer, reporting that there are differences in the quantitative perfusion spect (qps) in autoquant results between the intellispace portal (isp) and extended brilliance workspace (ebw). It was found that the intellispace portal reconstruction sometimes produces inaccurate results when it uses the astonish algorithm.

Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. Internal cross reference: complaint (B)(4)